Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reports during a procedure the "footpedal was intermittent." After wiggling the footpedal cable the surgery was completed with the same system and accessory with no harm to the patient.